Event description:
It was reported that the hcp encountered difficulty accessing center port of the pump during refill. Only the metal was felt when inserting refill needle. The appropriate kit and needles were used. It was subsequently determined that the pump had flipped. The pump was surgically revised and the pump was refilled. No patient symptoms were reported.